Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section e1: email address, telephone number: unknown, information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient implanted with a single-piece spherical synergy optiblue intraocular lens (iol) on (B)(6) 2025, complained of visual disturbances during the post-operative period, one week after the procedure. The patient has a medical history of undergoing chemotherapy and experienced an inability to perform daily activities due to the visual impairment. Following the patient's report of being unable to see post-operatively, the lens was explanted on (B)(6) 2025. The patient's vision was restored after the implantation of a monofocal lens, but information regarding the replacement lens, including its model and serial number, was not provided. No further information is available.